Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 459888 lead implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the capped lead was explanted and subsequently tested out of specification. No patient complications have been reported as a result of this event.